Manufacturer narrative:
Additional information: (h) annex a coding updated to best capture the reported event. Investigation results: it was performed the DHR, maintenance records and quality notifications, and no deviations associated with the batches in question were found. Unfortunately, as no samples or photos were provided by the customer, we are unable to conduct a detailed investigation or determine the root cause of the reported incident. Based on the information available, we cannot confirm the validity of the query. Our manufacturing process is validated against specific resource criteria, and the incident identified in this consultation will be monitored to assess trends. As this occurrence does not exceed the batch's acceptable quality limit (aql), no additional corrective or preventive action is proposed at this time.

Event description:
No additional information.

Event description:
It was reported that the bd syringe plastipak 20ml ll s/su barrel was cracked. The following information was reported by the initial reporter: observed during administration, crack, causing leakage of the daratumumab medication. Item: 990687 - 20ml syringe without luer lock needle (bd) (250) lot: 3349258 quantity: (B)(4) unit.

Manufacturer narrative:
The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.